Event description:
It was reported that the device was implanted and explanted in 2007. The reason for the explant is unk. Two follow up attempts were made to the surgeon's office to obtain add'l info concerning the reported event. No response received.

Manufacturer narrative:
Device not returned.